Event description:
Device testing, the customer reported pump to free flow as soon as all clamps were open on the loaded IV set. Customer utilized a hospira set #11961-68 during his inspection. The actual IV set used at the time of the event was not saved and not available for investigation. No pt was involved.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.